Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an interventional ablation procedure using a 7f sheath. Reportedly, when attempting to remove the proglide device from the patient anatomy it became stuck. The lever had closed completely and the foot of the device had retracted. There was resistance where the joint of the proximal/distal guide comes out of the artery. The device was rotated 90 degrees and was able to be removed. The joint (proximal/distal guide) was separated but held together by the actuator wire but became separated completely into two pieces when manipulated by hand after use. Hemostasis was not achieved with the proglide device. No vessel/tissue damage occurred. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Femoral imaging was not performed. It should be noted that the perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.